Event description:
It was reported to pentax medical that prior to use in the operating room the insertion flexible tube of the ec38-i10f2- video colonoscope, was loose and leaky. There was no report of patient injury.

Manufacturer narrative:
This device is not sold or marketed in the us, thefore 510k is not applicable. The device was returned for service, the evaluation is pending. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.